Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Additional lot numbers: w3661284, w3681815. Continued from section d 11: boston scientific alliance inflation device, cook ds-60cc syringe. For all four (4) reported events, the devices were returned to cook endoscopy. In all four (4) reported events, our laboratory evaluation of the products said to be involved determined that the catheters were cracked and leaking. The cracks were found in various places on the four (4) devices within the range of 47.3-226.3 cm. For all four (4) reported events, no part of the devices were noted to be missing. A product-specific discrepancy that could have caused or contributed to these observations was not observed during our laboratory analysis. The device history records for the lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The reporter was unable to specify which balloons were lubricated; it was indicated by the reporter that two (2) balloons received lubrication prior to advancement through the accessory channel of the endoscope. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and device preservation. The additional information provided indicated the balloon dilator did not receive negative pressure prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a leak test and a visual inspection for kinks to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
This report summarizes <noe> four (4) </noe> malfunction events. A review of these events indicated that during an endoscopy procedure, the physician used four (4) cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. While introducing the devices into the patient through the biopsy channel, the devices bent at the sheath. The four (4) devices involved were received for evaluation on 04/15/2016; for all four (4) devices, the catheter was noted to be cracked and leaking. These reports were received from the same source on the same date. All four (4) events involved a patient with no patient consequences.